Event description:
Almost got stuck inside me...worried that I would have to go to the hospital to get it out- vagina [foreign body in reproductive tract] case narrative: consumer reported via social media that the tampon almost got stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation